Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed wherein the helix was found to be retracted and dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to dislodgement during atrial lead revision. Also, the leads will be returned. There was no adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to dislodgement during atrial lead revision. Also, the leads will be returned. There was no adverse patient effects reported.